Event description:
Pt had mcghan 363lf saline filled implants placed on (B)(6) 2016. Presented with large right breast seroma on (B)(6) 2016. Ultrasound guided aspiration of seroma performed on (B)(6) 2016 after ultrasound and MRI showed large loculated right breast fluid collection. Aspirated fluid showed cd30+ and alk1 - cells, leading to the diagnosis of alcl. She had bilateral capsulectomies and removal of implants on (B)(6) 2017. Pathology did not reveal any extension of the alcl into the capsular. She is currently being worked up by our oncologists were as well as our geneticists.